Event description:
Info received indicates the foot end brakes is not holding.

Manufacturer narrative:
The technician found the brake linkage was broken. The technician installed a brake/steer upgrade to repair the stretcher.